Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic area') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test". The patient's concurrent conditions included dysuria, constipation, urinary frequency and dysfunctional uterine bleeding. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), flatulence ("gastrointestinal or digestive system condition type:a lot of gas pain"), alopecia ("hair loss"), hirsutism ("hormonal changes describe: facial hair"), vaginal infection ("infection (bladder/urinary tract/vaginal)- type : vaginal"), vulvovaginal mycotic infection ("infection (other)- describe : yeast, vaginal"), kidney infection ("infection (other)- describe : kidney"), neuralgia ("neurological conditions or problems type: nerve pain"), abdominal pain ("left abdomen pain") and vaginal discharge ("vaginal discharge") and was found to have the first episode of weight increased ("weight gain"). On an unknown date, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines/headaches"), nausea ("nausea"), arthritis ("arthritis") with arthralgia, anxiety ("psychological or psychiatric problems condition: worry and stress after hysterectomy"), stress ("psychological or psychiatric problems condition: worry and stress after hysterectomy") and vision blurred ("eyesight is blurred") and was found to have the second episode of weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, abdominal distension and abdominal pain had resolved and the bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, fatigue, flatulence, alopecia, hirsutism, the last episode of weight increased, vaginal infection, vulvovaginal mycotic infection, kidney infection, migraine, nausea, neuralgia, arthritis, anxiety, stress, vaginal discharge and vision blurred outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, arthritis, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, flatulence, hirsutism, kidney infection, menorrhagia, migraine, nausea, neuralgia, pelvic pain, stress, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal mycotic infection, the first episode of weight increased and the second episode of weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Ultrasound scan vagina on (B)(6) 2010: a single fibroid is seen in the right lateral portion of the uterus. The right adnexa was evaluated and appeared normal with no masses identified. The right ovary appears normal, and follicular cysts, right ovary. The left adnexa was evaluated and appeared normal with no masses identified. Follicular cysts, left ovary. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records: pelvic pain, weight gain, abdominal pain, joint pain, vaginal discharge, abnormal vaginal bleeding, bloating. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received: incident category updated. Reporter information, patient details, product indication updated. Insertion date updated. Removal date added. Event ¿ injury¿ was replaced with events given in the sd. Events added- vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, abdominal distension, flatulence, alopecia, hirsutism, weight increased, vaginal infection, vulvovaginal mycotic infection , kidney infection, migraine, nausea, arthralgia, neuralgia, arthritis, abdominal pain, pelvic pain, anxiety, stress, vaginal discharge, vision blurred, weight increased, device monitoring procedure not performed. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic area') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test". The patient's concurrent conditions included dysuria, constipation, urinary frequency and dysfunctional uterine bleeding. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), flatulence ("gastrointestinal or digestive system condition type:a lot of gas pain"), alopecia ("hair loss"), hirsutism ("hormonal changes describe: facial hair"), vaginal infection ("infection (bladder/urinary tract/vaginal)- type : vaginal"), vulvovaginal mycotic infection ("infection (other)- describe : yeast, vaginal"), kidney infection ("infection (other)- describe : kidney"), neuralgia ("neurological conditions or problems type: nerve pain"), abdominal pain ("left abdomen pain") and vaginal discharge ("vaginal discharge") and was found to have the first episode of weight increased ("weight gain"). On an unknown date, the patient experienced abscess ("abscess"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines/headaches"), nausea ("nausea"), arthritis ("arthritis") with arthralgia, anxiety ("psychological or psychiatric problems condition: worry and stress after hysterectomy"), stress ("psychological or psychiatric problems condition: worry and stress after hysterectomy") and vision blurred ("eyesight is blurred") and was found to have the second episode of weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, abdominal distension and abdominal pain had resolved and the abscess, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, fatigue, flatulence, alopecia, hirsutism, the last episode of weight increased, vaginal infection, vulvovaginal mycotic infection, kidney infection, migraine, nausea, neuralgia, arthritis, anxiety, stress, vaginal discharge and vision blurred outcome was unknown. The reporter considered abdominal distension, abdominal pain, abscess, alopecia, anxiety, arthritis, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, flatulence, hirsutism, kidney infection, menorrhagia, migraine, nausea, neuralgia, pelvic pain, stress, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal mycotic infection, the first episode of weight increased and the second episode of weight increased to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Ultrasound scan vagina - on (B)(6) 2010: 1. A single fibroid is seen in the right lateral portion of the uterus. 2. The right adnexa was evaluated and appeared normal with no masses identified. 3. The right ovary appears normal, and follicular cysts, right ovary. 4. The left adnexa was evaluated and appeared normal with no masses identified. 5. Follicular cysts, left ovary. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : pelvic pain, weight gain, abdominal pain, joint pain, vaginal discharge, abnormal vaginal bleeding, bloating. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Event "abscess" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.